Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned in the lens case inside the opened carton. Solution was dried on the lens. One haptic has been pulled out of the haptic insertion area (not returned). The opposite haptic shows no damage. The optic has been cut from one edge across the center of the optic, typical of insertion and removal from the eye. A dimensional inspection could not be conducted due to the damaged haptic not being returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The haptic that was reported as too long was not returned. It was stated this was the trailing haptic. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Information was provided that haptic was cut to remove the lens from the eye. The haptic was discarded. The patient was left aphakic as the patients vitreous pressure was high. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the haptic appeared longer than usual, the lens was cut and removed during initial procedure. The patient left with aphakia due to high vitreous pressure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).